Event description:
It was noted that the patient present for a generator change procedure. During the procedure, it was noted that the right ventricular lead had an insulation break. The lead was covered with an anchor sleeve and secured with three interrupted silk ties, insulating it from further torsion. The patient was discharged post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that a red blood stain was observed on the proximal end of the right ventricular lead.